Manufacturer narrative:
(B)(4). This is one of three related mdrs. Please refer to MDR 9610905-2017-00075 and 9610905-2017-00076. Reference exemption number e2017029.

Event description:
Sternal plates broke and was removed from the patient on (B)(6) 2017.

Manufacturer narrative:
An investigation was performed on the basis of complaint statistics as no device was returned for evaluation. The complaint percentage was calculated and it is determined that the complaint percentage falls within the design risk limits adhered to at klm. The review of the device history records was not possible due to no lot number being provided. Due to no device being returned the root cause for the failure cannot be determined. If further information is obtained that might add value to the contents of the investigation report, an additional follow-up report will be submitted.